Event description:
Additional information indicated that this issue was also reported under MFR reference number 3008829311-2016-00231.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's drg lead had migrated and was confirmed by x-ray. Surgical intervention has not taken place but is anticipated at a later date.